Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was an alert for a high shock impedance. The low energy weekly shock impedance measurement was 205 ohms. Technical services reviewed the device downloaded impedance data. The impedance has been fluctuating between 120 and >200 ohms since implant. Technical services advised to monitor the system. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that there was an alert for a high shock impedance. The low energy weekly shock impedance measurement was 205 ohms. Technical services reviewed the device downloaded impedance data. The impedance has been fluctuating between 120 and >200 ohms since implant. Technical services advised to monitor the system. Later, the system was explanted and replaced. There were no additional adverse patient effects.